Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is off label insulin use. Customer also mentioned not completing the air removal set during the load sequence, which is considered off label insulin.